Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged injury sustained by the nurse. It is unknown what medical intervention, if any, the nurse has received a result of the alleged hand injury. After receiving the updated information, the site provided on 21-may-2018 indicating that a different psc than initially reported was involved in the incident, the fse returned to the site and performed a field evaluation on the psc from the da vinci si surgical system (serial # (B)(4)). The fse was unable to replicate the reported issue during an inspection of the psc from the da vinci si surgical system (serial # (B)(4)). The drive functions of the psc were tested with no trouble found. The system was driven both connected to house power and on battery with no issues. The throttle was smooth and did not jerk when going forward or reverse. Both the right and left drive motors shift knobs were fine with no slipping. A battery test was started but failed 5 minutes into test. The psc battery is being replaced. Even with battery issue being discovered, the fse could not reproduce the customer reported issue. The fse tested the system and verified that it was ready for use. If additional information is received, a follow-up MDR will be submitted to the FDA. Based on the information provided at this time, this complaint is being reported due to the following conclusion: while moving a psc, the nurse claimed that the psc ¿lunged backwards¿ and pinned her hand against a wall and the psc. The nurse alleged that as a result of the incident, her hand was fractured. However, at this time, the root cause of the customer reported issue is unknown. The drive functions of the psc were inspected by a fse and no trouble was found.

Event description:
It was initially reported that a nurse was injured while parking a da vinci patient side cart (psc) in a holding area. The psc is currently associated with da vinci xi surgical system (serial # (B)(4)). According to the initial reporter, the nurse was driving the psc away from a wall. Once the nurse stopped, the psc allegedly rolled backward and ¿crushed¿ the nurse¿s hand against the wall. On 11-may-2018, an intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse inspected the psc and could not replicate the customer reported issue. According to the fse, the kick plate was functioning properly and the drive was disabled when pressure was applied. The fse tested the da vinci xi surgical system and verified that it was ready for use. On 16-may-2018, isi contacted the site¿s robotics coordinator and obtained the following additional information regarding the reported event: the robotics coordinator was not present when the event occurred. He stated that the ¿scrub tech¿ did not receive or require any medical intervention due to the reported hand injury. The robotics coordinator confirmed that the fse evaluated the da vinci xi surgical system and was unable to find any issues. On 21-may-2018, the fse received the following information regarding the reported event: the fse stated that the site had provided additional information updating the information they had initially provided. According to the fse, the site now claimed that the event occurred in the operating room (or) and not a storage room as initially reported. The site also claimed that the event occurred with the psc from a da vinci si surgical system (serial # (B)(4)), not the psc from a da vinci xi surgical system as initially reported. On (B)(6) 2018, the nurse involved with the hand injury reportedly contacted the isi clinical sales representative (csr) and provided the following information regarding the reported event: she initially indicated that her hand was ¿bruised.¿ the nurse alleged that while she was moving the psc forward, the psc ¿lunged¿ backwards which caused her hand to get pinched against a wall. When the event occurred, the nurse claimed that the psc also powered down without warning. At that time, her hand was stuck between the wall and psc until power was restored. Approximately two days later, the nurse updated the csr and claimed that her hand was still swollen and had actually been ¿fractured.¿ no further clinical information was provided.

Manufacturer narrative:
The battery box module (bbm) unit (part #371268-03) was returned for failure analysis. The battery was installed into a printed circuit assembly (pca) system and it failed during testing with error 816. An error 816 is generated when the patient side cart (psc) battery capacity is detected as low. The unit failed on the bbm test fixture.